Manufacturer narrative:
D9: device received on 1/22/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The issue was found to be due to a failing clutch and weak motor assembly. The clutch set and motor were replaced to fix the issue.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a check clutch plunger lever error. There was unknown patient involvement.